Manufacturer narrative:
Results code 1: 213: a review of the manufacturing records for the device verified the lot met all pre-release specifications. Conclusion code 1: 22: according to the gore® dryseal flex sheath instruction for use (IFU) adverse events that may occur and / or require intervention include, but are not limited to: vascular trauma (i.e., dissection, rupture, perforation, tear, etc.)and blood loss.

Event description:
The following information was reported to gore: on (B)(6) 2019, a patient was treated with gore investigational devices from the arise tbe14-02 clinical trial, in emergent compassionate use. As part of the procedure, right femoral access was obtained using a 24fr gore® dryseal flex sheath. This sheath was prepped per IFU and rotated occasionally to prevent sticking during the procedure. When the procedure was completed, the sheath was removed. A drop in blood pressure was noted and vessel damage was recognized. This was treated by means of endarterectomy and placement of a bovine pericardium patch and placement of a gore® viabahn® endoprosthesis. The patient tolerated the procedure, however a transfusion was required. On (B)(6) 2019 the patient expired, cause unknown.

Manufacturer narrative:
Updated.

Manufacturer narrative:
Adverse events that may occur and / or require intervention include, but are not limited to: vascular trauma (i.e., dissection, rupture, perforation, tear, etc.)and blood loss.

Event description:
The following information was reported to gore: on (B)(6) 2019, a patient was treated with gore investigational devices from the arise tbe14-02 clinical trial, in emergent compassionate use. As part of the procedure, right femoral access was obtained using a 24fr gore® dryseal flex sheath. When the procedure was completed, the sheath was removed. A drop in blood pressure was noted and vessel damage was recognized. This was treated by means of endarterectomy and placement of a bovine pericardium patch and placement of a gore® viabahn® endoprosthesis. The patient tolerated the procedure, however a transfusion was required.